Event description:
The customer obtained multiple non-reproducible, higher than expected troponin I es test results (patient 1= 0.178 ng/ml versus expected <0.012 ng/ml, patient 2= 4.57 ng/ml versus expected 0.026 ng/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. The higher than expected tropi es patient results were not reported from the laboratory as the laboratory repeats troponin results >ami prior to reporting out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher than expected troponin patient results were obtained while using the vitros 5600 integrated system. The most likely assignable cause of the event is analyzer related. An ocd field engineer performed service and repair activities on several subsystems of the vitros 5600 integrated system. Performance testing following service was improved but remained outside of acceptable guidelines. The investigation is ongoing.